Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2016-04198. It was reported one of the patient's leads indicated a possible fracture on x-rays. As a result, surgical intervention was undertaken on (B)(6) 2016 to explant the affected lead. The other remaining lead was reported to have migrated; however, some coverage was able to be obtained with the remaining lead.